Event description:
It was reported that a cartridge alarm occurred. The event did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was able to change the cartridge and successfully resume insulin therapy, resolving the issue before contacting technical support.